Manufacturer narrative:
The revision reported may have been due to glenoid or screw loosening. However, the reported glenoid loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
(D10): concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: 5800029 implant date: on (B)(6) 2019). 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6152915. 320-15-01 - eq rev glenoid plate: 6174681. 320-15-05 - eq rev locking screw: 6152475. 320-38-00 - equinoxe reverse 38mm humeral liner +0: 6151762.

Event description:
Approximately 11 month(s) and 21 day(s) post-operative of a previously revised left rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. X-rays showed a loose glenoid screw, and further imaging showed loosening of the glenoid. The previous revision was due to a subscapularis tear of the rotator cuff. The patient underwent a standard reverse revision with the removal of the humeral tray, humeral liner, glenosphere and glenoid base plate. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.